Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a broken battery cap and little pieces have fallen off as well. Customer performed troubleshooting. Customer stated that the pump display was blank due to the battery cap. No harm requiring medical intervention was reported. Customer will discontinue use of the pump and revert back to backup plan as per hcp instructions. Insulin pump will be returned.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged high blood glucose, blank display and cosmetic damage at the battery cap and battery cap contacts on event date 08-aug-2022. Pump not received with original battery cap. The pump passed the active current test, sleep current test, self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap locks properly into reservoir compartment. Unable to verify high bgs. Pump was monitored during testing and no blank display was noted. Pump's history and trace files downloaded successfully using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No alarms, alerts or anomalies noted during testing or in pump download history. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on electronic assembly, motor, or force sensor. During visual inspection the following were noted: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage and scratched case. In summary, customer allegations for blank display not confirmed. Unable to verify damage at the battery cap contacts and high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.